Event description:
Customer reports an lv2 infusor containing 720mg/day of ketamine and saline to a total volume of 275ml overinfused over 4 days instead of an anticipated 5 days. Customer reports no pt injury or death. No further details provided.